Manufacturer narrative:
During the site visit by the field service engineer (fse) water was found leaking onto the main power supply (part number a-30103383-01) and the tube assy, r2 input line to pm sensor (part number a-30106464-01) was not properly tightened causing the leak. The fse tightened the tube assy, r2 input line to pm sensor, calibrated the reagent 2 probe, and replaced the main power supply to resolve the issue. Return testing was not completed as returns were not available. A review of the service history for the alinity I, serial number (B)(4), did not identify issues that may have contributed to the current complaint. There have been no further reports of smoke/burn issues since the main power supply was replaced and the tube assy, r2 input line to pm sensor was tightened. A review of tickets for the main power supply or the tube assy, r2 input line to pm sensor did not find any trends and no additional similar complaints were identified. A review of the alinity ci platform found no trends in complaints with regards to the current issue. A review of the alinity ci series operations manual contains adequate information for troubleshooting the issue. The 2019 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. Based on the investigation no product deficiency was the alinity I, serial number (B)(4), the main power supply (part number a-30103383-01), or the tube assy, r2 input line to pm sensor (part number a-30106464-01).

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer reported visible smoke coming from the alinity I analyzer. The customer powered the unit off. The abbott field service engineer found water leaking onto the main power supply of the analyzer. There was no reported impact to patient management, user safety, or facility damage.